Event description:
Regulator tubing had leak below regulator dial. This required extra deliveries to replace discarded tubing set. This is the fourth instance of tubing malfunctin in this lot. There was no significant delay in therapy as a result of tubing malfunction.